Event description:
Acell matristem surgical matrix thick was implanted into pt on (B)(6) 2013 as part of a breast reconstruction procedure. On (B)(6 )2013, an infection occurred in the treated breast, which later spread to the second breast. A seroma had also formed. Surgeon performed drainage twice a week for a three week period. With each successive drainage, a decreased amount of fluid was recovered. The final drainage procedure on (B)(6) 2013 produced approximately 25 cc of fluid. The surgeon treated the infection with antibiotic (zyvox), and the infection cleared up. The surgeon decided to forgo an interventional surgery due to the decreased amount of drainage. The matristem surgical matrix thick was not explanted. The pt is recovering well, and will be scheduled for a normal explant of the initially implanted tissue expander, along with placement of the permanent breast implant in the near future.

Manufacturer narrative:
Acell has spoken to surgeon. Based on its review, acell is not aware of any clinical or pathological evidence indicating its product was related to the infection or seroma formation. This MDR is being submitted out of an abundance of caution. The device at issue was used in a breast reconstruction surgical procedure. The safety and effectiveness of this device for this specific indication has not been demonstrated, and there is no FDA clearance/ approval for this application.